Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged battery compartment. The event history log was downloaded. Functional testing was unable to duplicate the reported issue. The device passed all functional testing. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a purge problem with a 250 ml cassette pump, causing an occlusion alarm. The alarms were recurrent and not present with 100 ml cassettes. The pump was used for IV antibiotic treatment and pca oxycodone. Troubleshooting was performed but the alarm persisted. The pump was checked with 100 ml cassettes, but no alarm was triggered. There was patient involvement, and no patient harm was reported.